Event description:
This report was rec'd from a cosmetic surgeon requesting info on previous reports of granuloma associated with gelfoam. Neck (lateral and inferior muscle) liposuction was performed on a 60 yr-old man and gelfoam was used to stop the bleeding. A 2mm x 4mm piece of gelfoam was used. Two weeks later, a mass was noted and the surgeon removed the gelfoam indicating that it had not dissolved. Aspiration of the area was performed a number of times and subsequently, a granuloma occlusion cyst had formed, which also had to be excised. A biopsy was done of the occlusion cyst. Culture revealed trace skin contaminate. Pt was treated with a cephalosporin (unspecified). The mass became larger and the man is very unhappy. Pt was referred to another hosp for a second opinion and will undergo reconstructive surgery. The surgeon reported this incident as a disability to the pt.